Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered anti-tachycardia pacing (atp) and a shock due to atrial fibrillation (af) with rapid ventricular response (rvr) . Technical services (ts) confirmed that 4 shocks have been delivered in four separate events for this device. Ts recommended device reprogramming. This crt-d remains in service. No additional adverse patient effects were reported.